Event description:
Philips application personnel were showing how the injector (medrad) works and as soon as it was armed it began injecting. It was found that 90% of the time the injector fires as soon as it is armed. There was no pt involvement.

Manufacturer narrative:
Eval method, results and conclusions)-the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.